Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to the FDA as the complaint was received via user report. If a product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The customer reported 2 additional unknown sensors. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported that the adc freestyle libre sensor "caused severe chemical burns" with three sensors. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.